Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had display anomaly. The customer stated that insulin pump's display had a crack and it was harder to read the screen. Customer state that insulin pump's buttons were sticky and not responsive. Customer stated that insulin pump had diminished battery life when they received insulin pump, insulin were squirting out during the prime rather than the slow drip. Customer also stated that motor was slower, they received unexplainable no delivery alarms and battery cap was stripped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.